Manufacturer narrative:
Information contained in this report was previously submitted through psr on 30/apr/2009. A review of the device history record has been completed. No deviations or non-conformances noted. The event of wrinkling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to "odd looking breast" and "crease on the medial side"

Event description:
Physician reported right side device "odd looking breast" and "crease on the medial side." Device has been explanted.